Manufacturer narrative:
This complaint was investigated. According to the event description: customer reports the patient rang the ward in the early morning of (B)(6) 2016 stating that his catheter had fallen out while his care givers were attending to his hygiene needs. The catheter was inserted approximately 8 weeks ago. The patient came to the hospital, was admitted and stayed overnight for observation. The patient was stable during this time. The patient was discharged and a new catheter has been inserted. As no lot number was identified, a manufacturing device history review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. A sample was returned for evaluation. Sample consisted of one palindrome catheter. The sample comes inside a generic plastic bag and showed signs of use (remains of blood). Visual inspection was performed and the catheter did not present any defects. Additionally, in the evaluation was observed that the cuff is firmly adhered to the catheter. Also, was performed the underwater test in order to confirm the reported issue. An ishikawa diagram was used to determine the potential causes for this event, this is a potential failure mode if the following possible causes are present. This defect has not been confirmed. The product sample was returned to the manufacturing site for review; based on sample evaluation the cuff was presented on the catheter, it can be noted wear on it; however no defects were found on the cuff. Therefore was not possible confirm the reported defect. Based on the sample information, it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. Based on this investigation, the most possible causes are related to misuse (catheter exposed to excessive force, cleaning agents or jerking motion during use. No complaint trigger or trends were identified, therefore further corrective or preventive actions were not required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 3/23/2016 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the patient rang the ward in the early morning of (B)(6) 2016 stating that his catheter had fallen out while his care givers were attending to his hygiene needs. The catheter was inserted approximately 8 weeks ago. The patient came to the hospital, was admitted and stayed overnight for observation. The patient was stable during this time. The patient was discharged and a new catheter has been inserted.